Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the tip of the anchor was cracked during the procedure. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l63231] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on an unknown date, it was observed that the tip on the 5.5mm healx adv sp bioc anchor device was cracked as the surgeon was getting the tension. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.